Event description:
Bariatric surgery being performed on female morbidly obese pt. Power medical inc. Surgical stapler device newly released plc 60 blue load used. Computer driven stapler laparoscopically used across the antrum of the stomach. When user interface feedback stated it was safe to fire the stapler that initiates the stapling and division of the tissue, the instrument was fired. The message returned that the firing was incomplete. We had no choice but to power open the jaws of the instrument. The stomach was perforated, bleeding and without staple formation. Ethicon stapler was used to control the problem and complete the procedure. Further sutures were placed and the staple line tested. Initial leak noted and repaired and retested. Today noted to have a re-leak problem and will need emergent surgery done, being scheduled as I write this down.